Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort was made to obtain the lesion details and other relevant details. A supplemental report will be submitted if additional details become available. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed of no issues were found, and the device appears to be in good condition. Microscopic inspection revealed the guidewire exit port, and the distal section of the tip were in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.

Event description:
It was reported that catheter issue occurred. An opticross 6 hd imaging catheters were selected for ultrasound examination of the target lesion. During the procedure, the catheter became locked on the guidewire. The entire system was removed as a whole and replaced with an alternative device to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort was made to obtain the lesion details and other relevant details. A supplemental report will be submitted if additional details become available.

Event description:
It was reported that catheter issue occurred. An opticross 6 hd imaging catheters were selected for ultrasound examination of the target lesion. During the procedure, the catheter became locked on the guidewire. The entire system was removed as a whole and replaced with an alternative device to complete the procedure. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. An opticross 6 hd imaging catheters were selected for ultrasound examination of the target lesion. During the procedure, the catheter became locked on the guidewire. The entire system was removed as a whole and replaced with an alternative device to complete the procedure. No patient complications were reported. It was further reported that the entire system was pulled out without difficulty.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed of no issues were found, and the device appears to be in good condition. Microscopic inspection revealed the guidewire exit port, and the distal section of the tip were in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.